Event description:
My aunt uses a libre 3 cgm (continuous glucose monitor). Her cgm was giving low glucose alarms, even after she was eating as she does to get it to normal. I asked her to test her glucose using her back up glucose meter. The cgm was reading 53, her glucose meter read 157. We discarded the cgm and put on a new one.